Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced prolonged ¿pairing with sensor¿ on a dexcom g7 continuous glucose monitor (cgm) that resolved after toggling between sensors, after which glucose readings resumed; this is consistent with an intermittent communication failure associated with the device¿s antenna/electromagnetic communication component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the antenna/electromagnetic communication component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.